Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3587a, lot# lc2281, implanted: (B)(6) 2007, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that several programs for the implantable neurostimulator (ins) were not working; only program ¿a¿ worked. On (B)(6) 2016 when the stimulation was increased to 10.0v, the patient did not feel the stimulation. For troubleshooting, impedances were checked and electrode two showed high impedance. To resolve the issue, the device was reprogrammed bypassing electrode 2, the patient was given two new programs and they were getting effective stimulation. Surgical intervention did not occur and it is unknown if it was planned. There were no environmental/ external/ patient factors that may have lead or contributed to the issue. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at his last visit with the manufacturer representative they noticed that one of his leads was not responding and was maybe going out. The patient was pretty sure he does not use that lead anymore. No additional complications were reported/anticipated.